Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the top compartment door (0105-00-0164). The fse completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken door on the top compartment. There was no patient involvement. This is related to (B)(4).